Event description:
Infant arrived via mom's arms with complaint of not breathing for 2-3 minutes. CPR and code started. Baby didn't survive. After code, nurses noted o2 readings on the monitor of 100% - the pulse ox line/probe was never connected to the baby. The next day, the monitor continued to read 100% o2 sat, with the probe laying on the exam table, not connected to a pt. Monitor also did not show EKG motion with compressions being done during code - chest leads were on the baby. Lead wires/patches went with baby to morgue and were not available for evaluation. Philips local rep notified immediately of repeat problem with monitor showing false reading for o2 saturation.